Event description:
A us distributor contacted zoll to report that a patient developed an open wound under the lifevest equipment. Patient described the area as severe open bleeding sores under both breast areas. There was no alleged device malfunction contributing to the wound. The patient¿s nursing staff removed the device for the wound to heal. Outcome of the wound is unknown as follow up attempts were unsuccessful.